Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #29 (type I-ii bone). Primary stability was achieved. Osseointegration was not achieved. An infection was involved in the event. The clinician states that the pt has a diabetic condition. The implant was removed on (B)(6) 2013 due to infection. Medical history: diabetes mellitus.